Manufacturer narrative:
Additional information: onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The emitter was returned for analysis. Functional testing found that the there were no faults with the emitter. The component was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the procedure was a functional endoscopic sinus surgery (fess)

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the site was having difficulties setting up communication between the emitter and the navigation system. Manual manipulation of the emitter cable on the emitter end of the cable restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.